Manufacturer narrative:
Patient weight is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove 2 cardiac leads (ra, rv) an injury occurred. Reportedly, the atrial lead was removed without issue. However, when the physician began extraction of the ventricular lead with the glidelight device, adhesions were encountered entering the vein as well as throughout the superior vena cava (svc). At this point a drop in blood pressure was identified. A sternotomy was performed to successfully repair a tear to the svc.